Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 3 of 4. The hp had disconnected during drain, and then reconnected. The technical service representative (tsr) assisted the hp with clearing the alarm and explained about disconnecting. The tsr explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to follow up with their nurse. The hp would finish therapy with manual supplies. There was no patient injury or medical intervention reported. A follow up was done via phone call. The registered nurse (rn) stated therapy has been going fine, and they have gone over proper procedures with the patient. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected during drain, and then reconnected. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.